Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. The reported blood glucose reading was 335 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the liquid crystal display's metal frame shorting out to the el panel.